Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a donor nephrectomy procedure that after the first firing the device would not open. Unknown as to how the device was removed. A second stapler was opened and on the first firing jammed and would not open. Tech was able to get the device open and was able to reload and complete the procedure with the second device. There were no adverse consequences for the patient.